Manufacturer narrative:
Reported event was confirmed by review of medical records. Operation notes were received and evaluated. During the surgery it was notified that patient had obvious infection of femoral and patellar components and components found to be well aligned. Furthermore, it was found that femoral and patellar components were loosed during the component removing process. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was also reported in the medical records that the patient showed signs of osteolysis under the femoral and patellar components.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is retained by legal council. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: nexgen femoral component, catalog 00596001852, lot 62217448; nexgen fluted stem tibial component catalog 00-5996-058-01, lot 62390852; nexgen lps-flex articular surface, catalog 00596205012, lot 62491561; insall/burstein ii modular knee system patellar component, catalog 00522001900, lot 62236653; palacos r radiopaque bone cement, catalog 00111214001, lot 76584339. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01223, 0001822565-2017-01530, 0001822565-2017-01209, 0002648920-2017-00086, 0001822565-2017-01529.

Event description:
It was reported that during a tka revision due to infection, it was discovered that the femoral and patellar component had beginning signs of loosening. The infection occured greater than 1 year post op. Additional attempts have been made and additional information is not available at this time.